Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. Device investigation determined component causality to be excessive motor bearing wear with shaft end play, black material around the bearing, wear on the outer gearbox bearings, and broken/disintegrated bearing cage. The failed motor assembly was replaced.